Event description:
When nursing was placing foley cath in the operating room, the nursing placed the foley and then picked up the tray to remove the bag and there was a 3 inch (used) finger wrap in the foley case. It was dirty and appears it came off someone's finger during packing.